Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the patient swam for approximately 30 minutes while wearing the ilet and did not disconnect the pump, after which the patient experienced affected blood glucose levels and did not feel well; a replacement device was ordered and the patient planned to transition to a backup pump. Symptoms included feeling unwell and sick without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy at the time of the report. Investigation included troubleshooting and education, and replacement supplies were shipped. Investigation of this device was confirmed and revealed that exposure to water while the device was in use likely impacted device function, consistent with a hardware issue involving a sleep/wake button unresponsive event and no alert or alarm generation. It was concluded, based on previously established findings for similar reports, that the cause was user error related to device use in water.